Event description:
Test strips from 4 different vials were bent. Pt obtained results between 350 mg/dl and 400 mg/dl. Pt took 20 units of r insulin based on pt's sliding scale regimen. Pt decided to go the the hosp, as pt was feeling sick. A result of 210 mg/dl or 220 mg/dl was obtained on the hosp meter. No treatment was administered. The pt did not allege harm. There is no info to suggest that the pt experienced injury or medical intervention due to the meter. The pt disconnected the call, as pt was unwilling to provide any specific details regarding the incident. The pt confirmed that pt had not used the bent test strips. No qc tests had been performed. The customer care rep verified that the test strips were stored properly, not expired, or opened longer than the discard date. Based on the info supplied, there is a indication that the product malfunctioned and that the event meets the criteria for a medical device reportable. The meter, test strips, and control solution were replaced.